Manufacturer narrative:
Screw is broken but remains in pt. No revision surgery is planned at this time so it will not be returned to stryker. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
Pt mr. (B)(6) gave stryker (B)(4) a phone call and reported that he has requested a new x-ray at the neurosurgeon. This request was not related to pain or other medical conditions. The surgeon observed that one of the mantis screws is broken. As he further reported, the surgeon stated that there is no revision surgery necessary because of the ossification. Mr. (B)(6) is now asking the following questions.